Manufacturer narrative:
E1: patient city:(B)(6). Patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. On (B)(6) 2024, it was reported that the patient faced infusion set cannula stop while inserting insulin when it was connected in lower abdomen based on posture. The infusion set was in use for less than 1 day. No further information available.